Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the contact did not know if the customer removed the cartridge during pumping. The customer's blood glucose (bg) level was in the 400's (mg/dl) with moderate ketones. The bg level was addressed with a bolus via the pump and by the customer drinking water. The contact confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified as a different issue was identified.